Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed the cause appeared to be oversensing of myopotential signals. Ts noted that since similar therapy occurred with the primary sensing vector, switching to the alternate vector should be consider. An exercise test was performed, and the vector setting was changed to alternate. This s-ICD system remains in service. No additional adverse patient effects were reported.